Manufacturer narrative:
The device had the cannula assembly fully deployed, and the pink slide insert was visible in the viewing window. The downloaded data did not show any signs of struggle or pulse width increases during the run. The device was deactivated at 2194 pulses. No damages or defects were observed that would result in a needle mechanism failure. The adhesive pad and welds were inspected, and no abnormalities were found. Although the investigation found no evidence of any damage, the reported adhesive issue could not be determined.

Manufacturer narrative:
The device has not been returned/received. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure and hyperglycemia or to determine its root cause. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose level reached 400 mg/dl. The pod was worn between 5 and 24 hours on the leg. It was noted that the cannula did not insert into the infusion site and was not visible upon removal of the pod, indicating a needle mechanism failure. Hyperglycemia treated with a new pod.